Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, on (B)(6) 2026, 3:50 pm the patient underwent right percutaneous nephrolithotomy with holmium laser lithotripsy and left ureteral stent placement under anesthesia. Indwelling urinary tubing was inserted during the procedure. At the conclusion of the procedure, the catheter was found to have slipped out of the urethra. Examination revealed a ruptured balloon; the edges of the ruptured balloon were intact, indicating no fragments remained in the bladder. A new f14 indwelling catheter was inserted, and urine drainage was unobstructed, appearing pale red.